Manufacturer narrative:
Approximate age of the device - 2 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2015, it was reported that the patient experienced low speed alarms and pump stoppages while being supported on the power module. There was no impact to the patient as a result of this event. The patient was admitted to the hospital in order to further evaluate the issue. X-rays of the percutaneous lead (lead) were reported to show damage a few centimeters from the system controller connector. On (B)(6) 2015, the manufacturer's technical service representative evaluated the lead and the reported alarms could not be reproduced. There was no fault found on the external part of the lead. Additionally, there were no broken wires or a short to shield condition. No fluid was found inside the lead and there were no indications of damage to the internal part of the lead. An ungrounded patient cable was provided to the patient for use while on power module support. The patient will continue to be monitored. No further information was provided.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the submitted system controller log files showed intermittent low speed and pump stop events which correlated with low flow hazard alarms and elevations in pump power. The on-site evaluation of the percutaneous lead found no issues and the reported pump stoppages could not be reproduced. The device history records were reviewed and showed no deviations from the manufacturing and quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information was received. It was reported that the patient was transplanted on (B)(6) 2015. The patient had been moved up on the transplant list due to suspected driveline damage.